Event description:
It was reported the patient presented in clinic for follow-up. During review, the right ventricular lead was causing diaphragmatic stimulation. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition before, during, and after the surgery.